Manufacturer narrative:
Lot number # 18c010, 18e039, 18g011, 18j011, and an unknown lot number. One single-use device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for lots 18c010, 18e039, 18g011, and 18j011 and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that the bladders of eight small volume infusors ruptured. One event occurred after filling and the other seven occurred during filling. There was no patient involvement. No additional information is available.